Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding the patient with an implantable neurostimulator (ins). It was reported that the reason for their call was because the patient¿s pain had ¿never really eased off¿ since implant. They stated that the patient felt stimulation only intermittently on group b. They added that the patient was having a lot of pain in their lower back on the left side. They also mentioned that they had to increase the intensity slowly otherwise they felt stimulation on their right side ¿all the way across in the front sometime in their stomach¿. They stated that they were currently had group b selected and had the intensity set at 5.1, but the patient¿s stimulation was intermittent. They stated that they tried groups a and c as well, but they did not feel stimulation with those groups. It was confirmed that the patient had not had any recent falls or traumas. It was reported that because the patient was experiencing intermittent therapy, they believed something was wrong with the controller and they stated that hey needed to speak with a manufacturer representative (rep). The patient could not confirm if something was actually wrong with the controller and it functioned properly on the call. Patient services reviewed that the ins may need to be checked/reprogrammed. Patient services redirected the call to the patient¿s managing healthcare provider (hcp) to get in contact with their rep. No further complications were reported/anticipated.